Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3- occupation: inventory control coordinator sr. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a foreign particle was found in the sterile packaging of neff percutaneous access set. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that a foreign particle was found in the sterile packaging of a neff percutaneous access set. The device was not used, and no adverse effects have been reported. Reviews of the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection of the returned sealed device, were conducted during the investigation. One unopened sealed device was received. Upon visual examination, particles were observed inside the unopened sealed package. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient controls are in place to detect this failure mode prior to release. The DHR for this complaint was reviewed. This final lot did not have any nonconformances. There are no related complaints on this lot. Additional related lots were reviewed and there were no complaints on these lots. Three of the related lots showed relevant nonconformances. However, all the nonconforming products were reworked, and all products in the lot were 100% inspected per quality control. The information provided upon review of the returned device indicates the device was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming devices in house or in the field. This product is not supplied with an instructions for use (IFU) pamphlet. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded this event to be due to a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.